Manufacturer narrative:
Patient¿s date of birth was not provided. The patient¿s age was estimated from age at implant. Patient¿s weight was not provided. The heartmate 3 lvas was implanted during (B)(6). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in (B)(6). (B)(4). Approximate age of device ¿ 7 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that during a clinic visit the patient was found to have drainage from the driveline redirection site. The drain site had initially completely healed over after vad hospitalization and there was no trauma to the area. However, the patient presented with recurrent erythema and purulent drainage from the drain site beginning on (B)(6) 2017. Despite two courses of doxycycline this resulted in distal driveline beginning on (B)(6) 2017 concerning for deep infection that had festered. Bloody drainage was observed from the site and doxycycline was re-prescribed for 14 days, ending on (B)(6) 2017. On (B)(6) 2017, a CT scan of the chest, abdomen and pelvis found fluid and stranding surrounding the subcutaneous portion of the driveline, compatible with infection. A small pericardial collection was observed adjacent to the lvad pump near the cardiac apex. This correlated for signs of superimposed infection. It was unknown if the pericardial collection near cardiac apex was simply post-surgical. The patient had no systemic symptoms. Patient denied any drainage since the appointment, but noted that the driveline and the redirect site were both bleeding slightly, beginning on (B)(6) 2017. On (B)(6) 2017 the patient presented from home for admission for planned debridement of driveline. The patient was started on IV vancomycin and zosyn. Blood culture collected found no growth at 48 hours. Driveline cx found more than two mixed gram negative rods (gnrs). On (B)(6) 2017, the patient underwent incision and drainage of abdominal abscess at the driveline exit site of 22 cm length x 4 cm depth x 3.5 cm width due to driveline drainage. Operative cultures grew gnr and fluid collection revealed serratia marcescens. The patient¿s final antibiotic plan was ertapenem 1g once per day for 4 weeks. IV antibiotics (zosyn, vancomycin and ertapenem) were administered through temporary PICC line was placed on (B)(6) 2017 until (B)(6) 2017. Repeat CT chest in approximately 1 month after completing current antibiotic regimen to reevaluate pericardial collection was recommended by the clinician. The patient was discharged on (B)(6) 2017, and reportedly doing great.

Manufacturer narrative:
The pump remains in use supporting the patient and was not available for evaluation. A correlation between the device and the reported driveline and pump pocket infection could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.